Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2009 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) on (B)(6) 2009 and (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2009 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per op notes, ¿the upper midline abdominal wall hernia was just above previous hernia repair. A bard flat mesh (device 1) was placed into fascial defect and sutured.¿ on (B)(6) 2010 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh (device 2). Per op notes, ¿the hernia sac was opened. There was a piece of rolled up mesh (device 1) present in the lower aspect of hernia sac. An overlay patch bard flat mesh (device 2) was then laid over the fascial repair and sutured to place with sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the partial removal of meshes (device 1, 2). Per op notes, ¿a portion of scar was excised. The hernia sac was a combination of membrane and elevated mesh. Second hernia sac within first hernia was noted. The outer hernia sac excised which was portion of mesh (device 1, 2) and sutures. A piece of synthetic mesh was placed beneath the fascia and sutured.¿ on (B)(6) 2018 ¿ patient was diagnosed with large paraesophageal hernia thereby underwent robotic assisted repair with the implant of biological mesh.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar -2010) is considered to be a best estimate. Updated data: a2, a4, b2, b3, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.